Manufacturer narrative:
Device passed self-test and displacement test. Device display properly. No black dot or missing segment or partial display anomaly noted during testing.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they had partial display. Customer's blood glucose was unknown. Customer states the pump was neither dropped nor bumped. Customer was advised to revert to a back-up plan per healthcare professional¿s instruction. Insulin pump will be returned for analysis and a replacement pump will be sent.